Event description:
It was reported by the customer that the pyxis medstation es system drawer 2.2 of the auxiliary unit and drawer 4.1 of the main unit experienced difficulties over the weekend, as the cubies failed to open and necessitated maintenance. A customer indicated that the user experienced a delay in administering medication to the patient due to the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawers and cubies keep failing. A field service engineer inspected the station and identified no problems. As a precaution, all connections in the storage area were reseated, and the functionality was subsequently tested. The system functioned as intended after field service engineer troubleshooting.